Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and broken battery tube threads.

Event description:
Customer reported via phone call that reservoir compartment broke off when changing battery. Customer's blood glucose was 451 mg/dl which was treated with insulin pump. Customer reported that battery compartment was damaged. Customer was advised that insulin pump would need to be replaced.